Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v732123, implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
A patient indicated for urinary dysfunction reported that they kept getting urinary tract infections and thought the device had not been working as well as it should. The patient saw their healthcare provider regularly and the hcp reportedly thought that the battery may be getting low. The patient and hcp were talking about doing another therapy as well as getting the battery replaced sometime around (B)(6). No further information regarding symptoms, troubleshooting, or other event details was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.